Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 24 mg/dl. The customer stated that she lost consciousness prior to event. The customer stated that she was in a rush and forgot to rewind the insulin pump prior to inserting the reservoir. The customer accidentally received 100 units of insulin into her body. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.